Event description:
It was reported that, "the arthroplasty was revised due to extensor mechanism failure and instability. The femoral, tibial and patellar components were revised. The components were implanted in situ for 0.2y. The patient presented a ucla score of 1 three months prior to revision surgery and a maximum ucla score of 2 since implantation." Reported devices were implanted in 2007 and explanted in 2008.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. The scorpio ts mod. Tib. Tray, cat# 77-4007, lot t05med and unknown patellar component, cat# unk, lot unk were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported extensor mechanism failure and instability.